Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch select meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately 3-4 days prior to contacting lfs for assistance. The patient reportedly manages his diabetes with an unknown type/dose of insulin and is a self-adjuster. He denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed a few days later, he developed symptoms of feeling ¿fatigue, dizziness and blurry vision¿ but despite his symptoms he denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The patient was using incorrect test strips. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.